Manufacturer narrative:
Additional device product codes: hsb, jds. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 the patient underwent a revision of retrograde femoral nailing-advanced system (rfna) due to three (3) screws backing out in the distal portion of the nail. All screws were removed. A distal femur plate was added for fixation of the fracture and the nail was left in as well. No further information provided. This report is for one (1) locking screw for im nail ø 5mm/ 56mm/ xl25. This is report 1 of 3 for complaint (B)(4).